Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off; the reservoir would not stay locked in. The following physical damage was noted as well: missing o-ring (reservoir tube), cracked casing at the display window corners, cracked casing at the reservoir tube window corners, and cracked casing at the lcd window.

Event description:
The customer's family member reported via phone call that the customer's insulin pump had a damaged reservoir compartment. The reservoir compartment scratches the customer's skin and the reservoir barely stays in place; the caller was afraid that the reservoirs may dislodge. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The caller did not recall any significant events leading to the physical damage; the caller stated that the reservoir compartment wore down due to frequent use. The reservoir compartment on the customer's previous insulin pump sustained similar damage from wear-and-tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.